Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tube with chronic inflammation') in an adult female patient who had essure (batch no. 627309) inserted for female sterilisation. The patient's medical history included adenomyosis, bleed in luteal cyst, nabothian cyst, endocervical squamous metaplasia, pelvic pain, cervical dysplasia and ovarian enlargement. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy left salpingo- oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis lot number: 627309 manufacturing date:2008-05 expiration date:2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tube with chronic inflammation') in an adult female patient who had essure (batch no. 627309) inserted for female sterilisation. The patient's medical history included adenomyosis, bleed in luteal cyst, nabothian cyst, endocervical squamous metaplasia, pelvic pain, cervical dysplasia and ovarian enlargement. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy left salpingo- oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.